Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was not alarming when she was out of insulin. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that she received the insulin pump was rejecting new batteries, battery life was diminished, it received random no delivery alarms, and rewind sound was louder and it took longer. The insulin pump will not be returned for analysis.